Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the subject meter read inaccurately erratic compared to the same meter. The patient reported blood glucose results of "386 mg/dl" and "147 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. Replacement products were sent to the patient.